Manufacturer narrative:
The reported event could be confirmed. According to details provided it was noticed ¿during the surgery at lag screw insertion step¿. The IFU states: ¿before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by a suboptimal intraoperative procedure; otherwise it would have been noticed during the time of pre-op check which is required per IFU. In case of intended use such damage would not have occurred. Nevertheless, each device will suffer from a long and intense use and referring to the very long period since manufacturing [manufactured in 2007] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. The device inspection revealed the following: visual inspection: the complained device consists of 3 components: the tube with silicone handle, the thumbwheel for compression / apposition and the inner threaded rod with wheel and hexagon. All components of the received device show traces of an intense and frequent use. Furthermore, all pegs of the lag screwdriver are slightly dented. Functional inspection: the functional check revealed that the returned parts could not be assembled with a sample lag screw. An additional functional check with a sample inner rod and the parts returned revealed that the sample lag screw could be assembled and disassembled as intended. Comparison of both inner rods [sample and received one] revealed that the rod returned is slightly deformed [bent over the whole length]. Due to the bent shaft a shortened length could be optically verified. Dimensional inspection: due to the nature of the returned device, a dimensional inspection was not possible. However, during manufacturing, functionality test and dimensional inspection were done according to specifications. During the inspection, all devices met the specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The lag screw was unable to engage to the threaded shaft in lag screw screwdriver during the surgery. Surgery was delayed more than 1 hour due to attempt of tightening the lag screw to screwdriver and attempt of finding other instruments to proceed with the surgery. Surgery was completed with non-stryker brand implants. No adverse consequences reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The lag screw was unable to engage to the threaded shaft in lag screw screwdriver during the surgery. Surgery was delayed more than 1 hour due to attempt of tightening the lag screw to screwdriver and attempt of finding other instruments to proceed with the surgery. Surgery was completed with non-stryker brand implants. No adverse consequences reported.